Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was a reported the customer's pump screen was "flickering". No impact to the customer's blood glucose. Upon a follow up call, the customer thought the issue was within the usb cable. However, could not be confirmed as the customer declined troubleshooting.